Event description:
Additional information received noting the xen 45 gel stent remains implanted with the baerveldt placed in a different location. Additional treatment was noted as an increased eye drop regimen as the intraocular pressure rose. The healthcare professional believes the event was due to the xen scarring down.

Manufacturer narrative:
Additional information: b.5., b.7., g.1, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The events of fibrosis and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, device status, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient with a xen®45 gts in the left eye had an iop that went up to 26. Patient was put on max therapy and they were still at an iop of 21. Noted that the xen was scarred down so the doctor switched patient to a baerveldt tube.